Event description:
The following has been reported: nurse reported: "per nursing report, upon inserting the primed tubing line into the pump with emend connected as the primary infusion-- it was noted that the medication was actively dripping in the drip chamber despite the tubing being closed in the pump and the pump being not yet programmed. It should not have been actively dripping while in this off position. Nursing obtained a new tubing set for the infusion. Patient harm: no. A preliminary review of the logs identified the following issue: administration set leak (external part). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.